Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, the peg pull wire broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.